Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. Reportedly, the rewind will not stop. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/17/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the alleged motor rewind issue was not duplicated. Review of black box data did not find any activities related to the complaint. The pump powered up with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Unrelated to the complaint, the display was dim with reddish text.